Event description:
In 2007, I have been using a c-pap machine for several years. I received a new one on approx two months earlier. This morning around 5:45 am, I was awakened by the strong smell of smoke. I took off my c-pap mask and sat up in bed. I could no longer smell the smoke. I put the mask back on the strong smell returned. It was coming from my c-pap machine. I have no idea how long I was breathing the smoke before I awoke. I have had coughing spells ever since. I did use my inhaler around 7 am, and again at 10 am to help my coughing and difficulty in breathing. I seems to have helped. The machine is a: respironics remstarpro m series, model #400 m, remstar/bipap; m-series heated humidifier dom model #1022334. Dates of use: approx two and a half months in 2007. Diagnosis or reason for use: sleep apnea.